Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is being filed to report during grasping, tissue damage occurred requiring medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted. A second xtr-clip delivery system (cds) was advanced to the mitral valve, but tissue damage appeared on the first grasping attempt. There were no grasping difficulties, the leaflets were well inserted and under strong tension. Mr reduction was good, but pressure gradient was quite high. Therefore, the clip was not deployed, and removed and gradient returned to baseline. An ntr clip was implanted to treat the tissue damage and reduce mr to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The reported patient effects of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported tissue damage appears to be due to procedural circumstances and additional therapy/non-surgical treatment was due to case specific circumstances as one additional clip was implanted. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Implant date: clip was not implanted.

Event description:
Case description revised: na.